Event description:
It was reported that the patient presented for routine follow-up; it was noted that the right atrial lead was dislodged. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.evaluation description: analysis found normal device characteristics.